Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery longevity projection had fallen from 48% to 15% in approximately five weeks, several months earlier. The device had reached elective replacement indicator (eri) battery status. A request to analyze the device data was made. Analysis showed the device battery consumption had been increasing abnormally. Device replacement was recommended within 60 days. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery longevity projection had fallen from 48% to 15% in approximately five weeks, several months earlier. The device had reached elective replacement indicator (eri) battery status. A request to analyze the device data was made. Analysis showed the device battery consumption had been increasing abnormally. Device replacement was recommended within 60 days. This device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device is has returned for analysis.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery longevity projection had fallen from 48% to 15% in approximately five weeks, several months earlier. The device had reached elective replacement indicator (eri) battery status. A request to analyze the device data was made. Analysis showed the device battery consumption had been increasing abnormally. Device replacement was recommended within 60 days. This device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device is has returned for analysis.